Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues with their adaptive stim and the issue began at least a month or maybe a month or so ago. Pt stated they went to physical therapy and they were going to hook the pt up so the physical therapist noted that they had to cut their stimulator off. Pt stated the physical therapist grabbed their controller and going through a whole bunch of things and cut their stimulator off (ps understood this as therapist turned the stimulation off). Pt noted after going to physical therapy their adaptive stim standing was the highest, reclining was the lower one and bed was the least amount. Pt stated it was also draining their battery fast. During the call pt confirmed that their adaptive stim was on in group a; pt noted b went a little higher up (ps understood this as pt's stimulation/intensity was higher in group b than in group a). Pt went to the menu option to the check position screen and pt noted they were sitting in a chair and the current position was recognizing the pt as standing. Pt clicked recheck and the screen was still stuck on standing. Ps reviewed with pt that it may take seconds or minute for adaptive stim to recognize their position and pt confirmed the issue did not resolve and they were having issues with the adaptive stim for a month. Pt stated when the physical therapist cut it off pt could only increase the intensity of their stimulation but it was also staying the same power for all different positions. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  Additional information was received from the patient reporting that the cause of the stimulation not changing as expected, having the same stimulation output for all the different positions and the battery draining fast was not determined. The patient stated they called someone from the manufacturer who told them how to reset it and they stated that it was working great now though. The issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.